Event description:
It was reported that device returned with broken rear casing. Unit just in for clock battery service due; software not updated. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. Out of box failure device returned with broken rear casing issue during the investigation. Rear and front housing were damaged possibly caused by shipping and handling. Replaced rear and front housing assembly.